Manufacturer narrative:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021, the lens was explanted due to lens dislocation/subluxation. On (B)(6) 2021, a replacement lens (different model same length) was implanted and the problem resolved. Cause of event was unknown. It was reported that the result is ok for the patient and wish no further surgical intervention. The patient will wear contact lenses. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -10.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to lens dislocation/subluxation. Cause of event was unknown.additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.